Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycle\ excessive and frequent menstrual with regular cycles\menorrhagia'), pelvic pain ('pain\ pelvic pain') and basedow's disease ('autoimmune disorder type of disorder: graves disease') in an adult female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnot not go undergo an essure confirmation test". The patient's medical history included body mass index normal and paratubal cyst. Concurrent conditions included stomach upset, hypothyroidism and malaise. Concomitant products included hydroxyzine. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy the removal op report documented an allergy to nickel was suspected but no confirmation test was located"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash papular ("rashes or skin conditions type: itchy bumps, they could not identify it,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), perineal pain ("perineal pain"), dental caries ("dental problems my teeth have been rotting, breaking ans were very brittle"), tooth fracture ("dental problems my teeth have been rotting, breaking ans were very brittle") and teeth brittle ("dental problems my teeth have been rotting, breaking ans were very brittle") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced rash ("skin rash"), back pain ("lower back pain") and skin disorder ("skin issues"). The patient was treated with ondansetron hydrochloride (zofran), thiamazole (methimazole) and surgery ((bilateral salpingectomy) and d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, weight increased, alopecia, fatigue, mood swings, hot flush, vaginal haemorrhage, migraine, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, dizziness, perineal pain, back pain, dental caries, tooth fracture and teeth brittle outcome was unknown and the rash, rash papular, headache, dyspareunia and skin disorder was resolving. The reporter considered allergy to metals, alopecia, back pain, basedow's disease, dental caries, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, rash, rash papular, skin disorder, teeth brittle, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: three uncoiled springs on the right ostia and three on the left on completion of the procedure. Discrepancy in insertion dates: jun2011 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain,perineal pain, dysmenorrhea, excessive bleeding,headaches, fatigue dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- mood swings, hot flashes,vaginal bleeding,graves disease, itchy bumps, migraines, headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, breaking teeth, rotting teeth, brittle teeth,perineal pain, lower back pain, vaginal discharge, dizziness, device monitoring procedure not performed, skin issues were added. Concomitant conditions & drugs were added. Treatment drugs were added. Outcomes of event were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycle\ excessive and frequent menstrual with regular cycles\menorrhagia'), pelvic pain ('pain\ pelvic pain') and basedow's disease ('autoimmune disorder type of disorder: graves disease') in an adult female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not go undergo an essure confirmation test". The patient's medical history included body mass index normal and paratubal cyst. Concurrent conditions included stomach upset, hypothyroidism and malaise. Concomitant products included hydroxyzine. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy the removal op report documented an allergy to nickel was suspected but no confirmation test was located"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash papular ("rashes or skin conditions type: itchy bumps, they could not identify it,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), perineal pain ("perineal pain"), dental caries ("dental problems my teeth have been rotting, breaking ans were very brittle"), tooth fracture ("dental problems my teeth have been rotting, breaking ans were very brittle") and teeth brittle ("dental problems my teeth have been rotting, breaking ans were very brittle") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced rash ("skin rash"), back pain ("lower back pain") and skin disorder ("skin issues"). The patient was treated with ondansetron hydrochloride (zofran), thiamazole (methimazole) and surgery ((bilateral salpingectomy) and d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, weight increased, alopecia, fatigue, mood swings, hot flush, vaginal haemorrhage, migraine, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, dizziness, perineal pain, back pain, dental caries, tooth fracture and teeth brittle outcome was unknown and the rash, rash papular, headache, dyspareunia and skin disorder was resolving. The reporter considered allergy to metals, alopecia, back pain, basedow's disease, dental caries, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, rash, rash papular, skin disorder, teeth brittle, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: three uncoiled springs on the right ostia and three on the left on completion of the procedure. Discrepancy in insertion dates: (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain,perineal pain, dysmenorrhea, excessive bleeding,headaches, fatigue dyspareunia. Lot number: 869746 manufacture date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycle\ excessive and frequent menstrual with regular cycles\menorrhagia'), pelvic pain ('pain\ pelvic pain') and basedow's disease ('autoimmune disorder type of disorder: graves disease') in an adult female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnot not go undergo an essure confirmation test". The patient's medical history included body mass index normal and paratubal cyst. Concurrent conditions included stomach upset, hypothyroidism and malaise. Concomitant products included hydroxyzine. In 2011, the patient experienced allergy to metals ("nickel allergy the removal op report documented an allergy to nickel was suspected but no confirmation test was located"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), rash ("skin rash/I would break out when I was in the sun"), mood swings ("hormonal changes describe: mood swings, hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), rash papular ("rashes or skin conditions type: itchy bumps, they could not identify it,"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), perineal pain ("perineal pain"), dental caries ("dental problems my teeth have been rotting, breaking ans were very brittle"), tooth fracture ("dental problems my teeth have been rotting, breaking ans were very brittle"), teeth brittle ("dental problems my teeth have been rotting, breaking ans were very brittle") and polymenorrhoea ("excessive and frequent menstrual with regular cycles") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain") and skin disorder ("skin issues"). The patient was treated with ondansetron hydrochloride (zofran), thiamazole (methimazole) and surgery ((bilateral salpingectomy) and d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, weight increased, alopecia, fatigue, mood swings, hot flush, migraine, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, dizziness, perineal pain, back pain, dental caries, tooth fracture, teeth brittle and polymenorrhoea outcome was unknown and the rash, rash papular, dyspareunia and skin disorder was resolving. The reporter considered allergy to metals, alopecia, back pain, basedow's disease, dental caries, dizziness, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, polymenorrhoea, rash, rash papular, skin disorder, teeth brittle, tooth fracture, vaginal discharge and weight increased to be related to essure. The reporter commented: insertion details: three uncoiled springs on the right ostia and three on the left on completion of the procedure. Discrepancy in insertion dates: (B)(6) 2011 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain,perineal pain, dysmenorrhea, excessive bleeding,headaches, fatigue dyspareunia lot number: 869746 manufacture date: 2011-05 expiration date: 2014-05 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received. Event abnormal bleeding (vaginal, menorrhagia) deleted. Event : excessive and frequent menstrual with regular cycles were added. Event verbatim updated as skin rash/I would break out when I was in the sun. Event migraine/headache was clubbed and event headache is deleted. Incident:- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), rash ("skin rash") and menorrhagia ("heavy menstrual cycle"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, fatigue and rash outcome was unknown. The reporter considered alopecia, fatigue, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.